Manufacturer narrative:
(B)(4).concomitant medical products- arcos 13x150mm spl tpr dist # item 11-300813 lot 608000, cer bioloxd option hd 28mm # item 650-1055 lot 2932907, unk cup, unk liner, product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient was revised 26 days post initial surgery as it was found in the 2 week post op-xray that the arcos proximal body was found to spun into retroversion and taper did not engage. No additional information available.

Manufacturer narrative:
The event was confirmed with product returned and x-rays received. Visual inspection of the proximal body shows damage to flat surface around the top of the threaded insert. The stem shows wear around the taper and there is also damage to the thread in the distal stem. X-ray review confirmed the arcos proximal body had spun. DHR was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.